Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg was deemed inoperable. To address the issue, the physician explanted and replaced the patient¿s ipg with a new model on (B)(6) 2019. Postoperatively, effective therapy was restored. This was originally reported under MFR. Report# 3006705815-2019-00438 with an incorrect device serial number.